Event description:
It was reported from (B)(6) that during a total knee arthroplasty (tka) surgical procedure, it was discovered that the ¿saw blade coupler tightening knob¿ was loose on the battery oscillator device. There was a five minute delay to the surgical procedure as a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The manufacturing location was unknown. The device manufacture date is unknown. The actual device was returned for evaluation. (B)(4) evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to a worn out turning knob assembly from normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.